Manufacturer narrative:
The reported field event of battery not full was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon interrogation, it was noted that the battery was not at full charge. The device was not used and was not in contact with a patient.